Manufacturer narrative:
Additional information regarding this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device also emitted beeping tones. No surgical intervention has been performed as the device remains in service. No adverse patient effects were reported.